Event description:
It was reported that a baxter 1550 hemodialysis instrument was removing too much fluid from a patient during a hemodialysis treatment. The dialysis center reported the patient lost 2 kg of fluid during a 1.5 hour treatment. The goal was 1 kg of fluid loss. During the treatment, the patient's blood pressure dropped and the instrument operator infused one liter of saline. The patient's blood pressure did not change. The treatment was ended and the patient was sent to a hospital emergency room.